Event description:
It is reported that customer experienced physical damage to insulin pump. It is reported that case is broken at battery compartment. No further information provided.

Manufacturer narrative:
Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. Intermittent button response noted during testing due to corroded keypad traces. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).